Event description:
This event involved a patient three weeks after the implantation who experienced charging issues with his/her battery. The patient reported that the battery was flashing yellow in the charger and only charges to 50%. The battery in question was removed from the patient's use with no reported patient injury.

Manufacturer narrative:
The battery was returned; various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the battery revealed no signs of physical damage or contamination. Review of conformance material record confirmed that the battery met all requirements for release. Functional testing revealed that the returned battery contained a faulty cell pair. An internal investigation (CAPA) has been open to address the issue. No additional information will be forthcoming.